Event description:
Surgeon reported having a charite patient 9 months post-op present with leg pain and tunimal back pain. Evaluation of z-ray found what appears to be som subsidence, not remarkable. Patient will more than likely have a CT/mylo and a foraminotomy.